Event description:
Pt's home health nurse reported they received error code 20 "empty lithium battery". Nurse reported they turned it on and off multiple times but kept receiving that message. Nurse also replaced the batteries to see if that would help, but it did not. Nurse is infusing pt via gravity for today's infusion. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: vimizim sdv - 70mg. Diagnosis for use: morquio a mucopolysaccharidoses.